Event description:
It was reported during the implant that the set screw was stripped and the circuit was damaged. The ICD was not implanted. The device was lost and will not be returned to sjm.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.